Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a failed battery test. The insulin pump has also experienced low battery issues; the more recent battery did not last more than one week. The customer did not receive a weak battery alert prior to the low battery issues. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the customer received a failed battery test alarm. No products were returned and a replacement battery cap was shipped to the customer to ensure that there were no possible issues with the battery cap.